Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that two nails broke during insertion on the same patient. There was no delay in the procedure. The patient¿s condition is reported as fine. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Pt ID: unknown. Implant and explant dates: device broke during insertion; device was not implanted/explanted. Initial reporter: phone number: (B)(6). Pa 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the two solid humeral nails occurred at the third distal locking hole. The violet anodized solid humeral nails are made of titanium alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of both nails was in compliance with the international standard. The dimensions of the investigated solid humeral nails (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. Macroscopically no abnormalities were found. When examining the distal fracture surfaces of both nails using the scanning electron microscope (sem), it was concluded that the nails broke because of overload. All fracture surfaces were characterized by a forced fracture with dimples. This is a sign for high nominal loads. Inside the distal locking holes several cracks were documented indicating multiple crack initiation. Sem observations and findings showed that the nail failures were caused by overload. Based on the topography of the fracture surface, we can conclude that the implants were subjected to very high loads. The solid humeral nails could not resist the applied force which finally led to the material overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.